Manufacturer narrative:
A ge service representative performed an onsite investigation. The system software and calibrations were reloaded. The boards and connectors were also reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system failed to boot and exhibited a non-recoverable loss of system functionality. No patient serious injury or death was reported related to this event.